Event description:
There is no further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on (B)(6) 2019, it was reported that the customer was unable to pass the skin board through the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. DHR review: a review of the device history records will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet australia on (B)(6)2019 revealed that the unit was found to pass the pre-test. The service cutter was able to roll smoothly when placed in the comb. The final test cut was able to be performed and no problem could be found. The service technician suggested that there might be an issue with the ratchet handle that was not returned with the device. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that no problem could be found with the device and no repair was required as the device operated as intended. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the device was unable to pass the skin board through the mesher. No adverse events were reported as a result of this malfunction.